Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the suction cylinder was unable to be identified. However, it¿s likely the suction cylinder was clogged as the customer did not completely reprocess the device before returning it due to leakage from the bending section cover. The final root cause of the foreign material clogged in the suction cylinder was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and on inspection the insertion tube had flexibility. The device evaluation found insertion tube buckles and coating peel-off on protector insertion bending cover - adhesive deterioration and separation on the thread-wound section. Due to a cut on bending section rubber, water tightness is lost. Objective lens has a scratch. The suction cylinder is shaved hence suction volume does not meet the standard value. Adhesive on bending section rubber has a crack. Connecting tube has a buckling. Connecting tube has a wrinkle. Universal cord has a wrinkle. Connecting tube has a wrinkle. Residual liquid or foreign material come out of suction cylinder. Switch button 1 has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The biomedical engineer reported to olympus, the evis exera ii duodenovideoscope exhibited physical defects and air/water leakage from the insertion tube. The issue was found during reprocessing. Inspection and testing of the returned device found foreign material exiting from the instrument channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.